Event description:
The patient received her scs system on (B)(6) 2010. It was reported the patient observed a low battery flag. It was also reported the patient had the stimulation off for about 6 months. The flag was cleared, and the patient was reprogrammed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.